Event description:
A report was received that a pt was experiencing a burning sensation at the pocket site when the stimulation is turned on. The physician would like to explant or replace the device. However, due to personal issues, the pt will not undergo a procedure and will leave the device turned off. No further action is being taken at this time.